Manufacturer narrative:
(B)(4). The customer report of a separation was not confirmed or duplicated during evaluation. During visual inspection, no manufacturing abnormalities were noted. The set was pressure tested under water with no leaks noted. The root cause was not determined. No batch review was performed as the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
Report received from baxter (B)(4). The spike of the set was separated from the spike port of the dianeal bag just after the patient removed the connector cover. The patient said that the sleeve was too tight to open and close, so he added extra force to the sleeve while the transfer set was placed on the connector cover. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.